Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. During interrogation, it was noted that there was an issue of overestimation of longevity on the pacemaker. No programming changes were made. There were no adverse consequences to the patient.